Manufacturer narrative:
The product is not available for evaluation and testing. A (B)(6) male experienced restenosis approximately four years post implantation of three cypher stents. It was at this time that the patient was included in the (B)(4) study. The patient's medical history includes: hypertension, hyperlipidemia, family history of coronary artery disease, history of previous pci (2006), history of myocardial infarction (2006), history of copd, history of obstructive sleep apnea, history of impaired fasting glucose, history of recent bilateral dislocated shoulders and history of smoking. The patient had three cypher stents implanted in the right coronary artery (rca) prior to the study index procedure: a 2.5 x 13 mm distally, a 3.0 x 33 mm, and a 3.0 x 13 mm. It is not known if the stents were implanted in overlapping fashion. Approximately four years later, the patient was included in the (B)(4) study and an additional cypher 3.5 x 8 mm stent was implanted in the mid rca target lesion to treat an isr of a previously implanted cypher stent. It was unknown if the restenosis treated in the mid lad was within 5 mm of the other two cypher stents implanted proximal and distally. The products remain implanted in the patient and are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. It is our intention to report conservatively when information is not known. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient and vessel/lesion factors (long lesion) that may have contributed to this patient's restenotic event. The information available for review does not indicate that there is a design or manufacturing related issue, therefore no corrective action is required. This is one of three products used during the same procedure. Please reference MFR report #3003742446-2011-00148; # 3003742446-2011-00149; and # 3003742446-2011-00150. Please note that this is the initial/final report for this product.

Event description:
The email received for the (B)(4) study indicated that approximately one year after the study index procedure, the patient started coughing up some thicker darker sputum/possible hemoptysis. The event was reported to be unrelated to the study device/procedure and was possibly related to the study drug. The patient had three cypher stents implanted in the right coronary artery (rca) prior to the study index procedure: a 2.5 x 13 mm distally, a 3.0 x 33 mm, and a 3.0 x 13 mm. It is not known if the stents were implanted in overlapping fashion. The patient had an additional cypher 3.5 x 8 mm stent implanted in the mid rca target lesion to treat an isr of a previously implanted des during the study index procedure.